Event description:
It was reported that a hospital received the incorrect product in two packages. The packages contained 50mm rods instead of the labeled 55mm rods. The product was discovered by the hospital complainant and there was no reported patient involvement. This is report two of two.

Manufacturer narrative:
Additional information in b4, d10, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The returned device was evaluated. Visual inspection confirmed that the physical etch on the product is 50mm. However, the product label states that the product is 55mm. The product was measured and found to be 55mm. Therefore, the products are incorrectly etched. The complaint is confirmed for etching issue. A review of the manufacturing records did not identify any issues or nonconformances related to the reported event. However, the complaint confirmed that the product left non-conforming with the incorrect etch. A supplier corrective action was previously initiated and found that the description at the supplier was incorrectly changed in the system during a name conversion.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2019-00547.

Event description:
It was reported that a hospital received the incorrect product in two packages. The packages contained 50mm rods instead of the labeled 55mm rods. The product was discovered by the hospital complainant and there was no reported patient involvement. This is report two of two.